Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump got wet from the rain. The insulin pump would not respond anymore. The customer replaced the battery and there was no response. The insulin pump will return.

Manufacturer narrative:
Unit had unresponsive all buttons due to moisture damage lcd board. Unit had corroded keypad traces, minor scratched lcd window, cracked lcd window, cracked battery tube threads, cracked reservoir tube lip, cracked case at display window corners, stained address/serial number label and stained end cap sticker.